Manufacturer narrative:
Blocks d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6: imdrf patient code e1704 captures the reportable event of burn(s). Imdrf device code a0904 captures the reportable event of device excessive current.

Event description:
It was reported to boston scientific corporation that a habib endohpb catheter was used in the common bile duct for stent occlusion during an ablation procedure performed on (B)(6) 2024. During the procedure, an erbe vio 3 generator was used with a power setting of 2.0. Subsequently, the patient experienced discomfort and seemed like the area was getting hot. A burnt tissue was observed on the probe making it difficult to move even after waiting for a minute. The procedure was then completed with this device. Note: no further information has been obtained despite good faith efforts.